Event description:
It is reported the tip of the inserter broke off and remained inside the pt. The surgeon went back inside two days later and retrieved the piece of metal that had broken off of the inserter.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.